Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the device had been deployed. Inspection revealed a needle strike mark on the posterior portion of the foot, a dull posterior needle tip, an undisturbed posterior cuff remaining in the foot pocket, a damaged anterior needle tip, and an anterior cuff. This is consistent with the posterior needle striking the posterior portion of the foot instead of engaging with the posterior cuff during needle deployment as designed. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the posterior portion of the foot. When the needle plunger was removed from the device, the link was held on one end by the posterior cuff as the cuff remained within the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the anterior needle, as evidenced by the damaged anterior cuff tabs and anterior needle barb. One of the anterior cuff tabs (measuring approximately 0.01 by 0.01 inches)was broken off and not returned with the device. An attempt was made to reinsert the returned needle plunger to test the needle trajectory; however, dried blood within the device prevented reinsertion and testing. There were no other observations. Possible causes for the detected posterior needle-to-cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract; however, neither cause could be confirmed. Based on the investigation findings, a root cause for the report experience and complaint are undetermined. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there were no other confirmed cases of a cuff miss and/or a detached needle to cuff union with the same lot number at the time this complaint was investigated.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needles. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Event description:
Device analysis found one of the anterior cuff tabs (measuring approximately 0.01 by 0.01 inches) was broken off and was not returned. The locationn of the tab is unknown. Additional information indicates the patient remains asymptomatic.